Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a codman perforator (ID (B)(4) disassembled when pulling the device from cranium after making the second burr hole. There were 2 burr holes created by the device, and all disassembled parts were recovered. Procedure was completed with a replaced product available. According to information provided, the drill used with the perforator is unknown. It is unknown if an x-ray was taken to assure no parts left in patient. It is unknown if the perforator clicked in place in the drill and if the recommended spring tests were performed between each burr hole.

Manufacturer narrative:
The codman perforator (ID 261221) was returned for evaluation. Device history record (DHR) - the batch record was reviewed for any anomalies or reports related to the finished device, and none were identified. Failure analysis / root cause: the evaluation of the returned unit confirmed the presence of a "proud weld." The deficiency was identified as a related cause through the investigation of a corrective and preventative action (CAPA) initiated to investigate perforator disassembly trend.